Event description:
Sample handler failed to aspirate and dispence properly and did not give the appropriate error message. This occurred across all assays. A co field svc engineer was dispatched to the account and the instrument was found in poor condition with dirt and sample residue all over. No death or serious injury was associated with this event.